Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 47 to 52 mg/dl at the time of the incident. The customer was driving and got into an accident. The customer was at 130 mg/dl at the time of the call. The customer was given food and soda to treat. The customer was wearing the insulin pump during the incident. The customer's hcp had changed the pump settings and the customer had a hip replacement procedure. Troubleshooting was not completed as this was a past event. The customer was doing more walking than usual on the day of the call. The customer also had blood glucose of over 600 mg/dl for a couple of days on (B)(6) 2018. The insulin pump will not be returned for analysis.